Manufacturer narrative:
(B)(4). Fisher & paykel did not receive a cannula for evaluation. The customer had not reported any failure of the cannula but rather they considered that the size of the cannula was too large for the most premature babies. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The optiflow junior cannula comes in four sizes, to cater for premature infants through to pediatrics up to 22kg in weight. The opt312 is the smallest size cannula and is designed for infants weighing less than 2kg, thus the hospital was likely using the correct size. Our user instructions that accompany the opt316 cannula state: prongs should not fill the nares and a clear gap should be visible around each prong. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported that they feet that the opt312 optiflow junior nasal cannula is too large for many premature babies. They alleged that the cannula hurts the babies' noses due to friction between the cannula and the mucous membrane in the nostrils.